Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer stated that the external temperature of the pump was changed just prior to the alarm as the pump was removed from a pocket to deliver the bolus. The customer resumed insulin delivery without an issue.